Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted due to recurring incontinence. No patient complications were reported.

Manufacturer narrative:
The implant date, manufacture date, expiration date, and cuff lot number were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date, manufacture date, expiration date, and cuff lot number were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Based on the information available, the product analysis of the artificial urinary sphincter (aus) was unable to confirm the reported urinary incontinence issues. The pump, cuff, and balloon components were visually and microscopically inspected with no signs of damage or abnormality. The pump, cuff, and balloon passed leak testing and both performed within product specifications in the functional testing. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The reported incontinence is anticipated in nature and documented in the instructions for use and hazard analysis. The review of the product labelling does include the reported allegations; therefore, urinary incontinence is a known inherent risk with the aus.

Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted due to recurring incontinence. No patient complications were reported.